Manufacturer narrative:
The patient was sent a new blood glucose meter. Neither the blood glucose meter nor the test strips have been returned to the manufacturer. An investigation will be performed but has not yet begun.

Event description:
The member compared livongo's reading to a lab test and it was outside of the 20% range.